Event description:
Event description cpi received information that two large patch leads were removed from service due to an insulation break. During a replacement procedure of an implantable cardioverter defibrillator (ICD) the physician elected to cap the patch leads and implant an endotak lead. Implanted-10/15/92. Out of service-08/13/96. Implant months-45.9.